Event description:
It was reported that the patient experienced a low glucose event after announcing a larger-than-usual meal while using the ilet system with a dexcom g7 continuous glucose monitor (cgm), resulting in excess insulin delivery and a lowest cgm reading of 63 mg/dl for about one hour; the patient treated with two glucose tablets and received education on correct meal announcement to prevent recurrence. Symptoms included hypoglycemia without ongoing symptoms at the time of the call. Outcomes included resolution of the event without hospitalization or further intervention beyond oral glucose. Investigation included user communication, and troubleshooting with education regarding ilet meal announcement algorithms. Investigation of this case revealed user error related to incorrect meal size announcement, with no device malfunction reported or suspected. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.